Manufacturer narrative:
(B) (4). (B) (4). Clamping mechanism. Eval summary: the analysis results showed that the ez45g device was received with the clamping mechanism damaged and with a reload present. The reload was received partially fired. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud tube insert holding features and the channel retainer were found broken, not allowing the device to properly close. It should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specs; in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a thoracotomy procedure, the device locked out and did not staple nor cut. They got a new device to complete the procedure. There was no pt consequence.